Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the client experienced a stuck button alarm, and the keypad buttons were unresponsive when pushed harder than usual, along with insulin blocked in the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
Pump immediately alarmed an open book image once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image). Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed 2 stuck button error alarm on the event date of 07/08/2023 at 20:45:21.000, and 21:04:42.000. Pump alarmed a pump error 42 alarm on the event date of 07/08/2023 at 21:31:38.000. Pump alarmed 3 pump error 38 alarms on the event date of 07/08/2023 at 21:31:38.000, 21:34:09.000, and 22:04:35.000. Found no relevant no delivery alarms in the pump history files and traces. Critical pump error (open book image) triggered by three consecutive pump error 63 critical handling alarms ((B)(4)) on 07/09/2023 at 00:59:00.000, and twice on 00:59:12.000 due to a hardware error. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor and a gearbox jammed. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, cracked case, scratched case, cracked keypad overlay, keypad overlay peeling, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Unable to verify customer's complaint for stuck button error alarm and no delivery/occlusion alarm - unknown timing due to critical pump error (open book image). Moisture damage was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Critical pump error (open book image) was confirmed during testing due to three consecutive pump error 63 alarms. Pump error 63 was confirmed due to moisture damage on the electronic assembly. Pump error 38 was confirmed in the pump history files and traces due to a gearbox jammed. Pump error 42 was confirmed in the history files and traces as a consequence of pump error 38. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.